Manufacturer narrative:
Pump s/n: (B)(4) was received and evaluated. During the evaluation it was noticed that the rotor assembly was worn overtime due to use and the gearbox assembly was damaged. The parts were replaced. The pump was retested and passed all functional tests. Service history record was reviewed. This device was manufactured in 2013. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was over-feeding.